Event description:
The dealer states that out of the box the right seat frame is bent. The dealer states there was no damage to the box, possible concealed freight damage.

Manufacturer narrative:
Follow up to be sent if additional information is received.